Event description:
During operative procedure, (cervical decompression) a rhoton dissector that was being used by the physician broke while inside the patient. The physician retrieved the broken piece. X-ray was taken of patient's neck. X-ray read as no metal seen in patient. No harm to patient.